Event description:
Model ir1200 animas insulin pump malfunction - spent 2 days in ICU due to pump was not delivery basal rates of insulin. Pump was delivering doses of choice - meaning would just release insulin not the amount set to release- causing many high and very low sugar levels. Went into dka. Pump was not giving any malfunction warnings of any kind. Only when doctor ordered insulin pump removed and went to using new, different pump that began regaining diabetic control.